Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 171mg/dl at the time of the incident. The customer reported that they tried to change out battery on pump a couple times and received a failed battery alert. The customer tried 3 different batteries and received the failed battery test 3 different times. The customer reported that there was weak battery. Customer does not have the recommended battery type. A replacement battery cap will be sent to rule out the battery cap issue and advised customer that if battery is low to discontinue use of pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.